Event description:
A (B)(6) male pt underwent aaa repair under general anesthesia. The pt had aaa. He had also unruptured cerebral aneurysm as preoperative complication and ischemic heart disease (pci performed) as past illness. The pt was suitable for endovascular repair. Act - when procedure started: 377/when finished: 368. Final confirmatory angiography confirmed endoleak, and the physician suspected that it was type I and type IV. Then, second angiography was taken in the graft and since it showed the same endoleak as the first one, the physician judged it as type IV. The physician decided to take a wait-and-see approach, and the procedure was completed. There has been no pt outcome reported.

Manufacturer narrative:
Event is still under investigation.